Event description:
On (B)(6) 2015, a male pt had a persistent reaction to supartz. He had a lot of pain and the knee was aspirated. The physician has done multiple aspirations, 3x steroids, and partial synovectomy and has a drain in but the pt still persists with the inflammation and discharge. The dr does not know what to do.

Manufacturer narrative:
We are now investigating details.